Event description:
A facility advanced cardiac life support crew connected the device to a patient for purposes of routine monitoring. Reportedly, the device spontaneously shut off and back on again. The facility stated the reported discrepancy had no effect on patient care.